Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarms noted. Unit had scratched display window, missing end cap sticker and broken reservoir tube lip.

Event description:
Customer reported that the insulin pump was malfunctioning and alarming during manual prime. Nothing further was reported.